Event description:
During an MRI infusion, the user reported an overinfusion of normal saline to the patient. It is believed the patient received approximately 400 ml of saline in approximately 90 minutes. As the patient required additional fluid as part of the therapy, this excess fluid was accommodated without any problems. No patient injury resulted from this event. Subsequent examination of the pump revealed the pump's lower door hinge had been broken prior to the infusion, and was not observed by the users.

Manufacturer narrative:
The pump has not been examined by iradimed corporation. The hospital's examination of the pump indicated the lower door hinge was completely broken, and was not keeping the door fully closed. Customer is returning product to iradimed corporation for examination. Product has not yet been received at iradimed corporation. A follow-up report will be filed within 30 days of this report.